Manufacturer narrative:
(B)(4). Catalog number, is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient started duodopa therapy on (B)(6) 2020. On (B)(6) 2020, the patient experienced stoma site redness which was treated with ciprobay 500 mg. Oral antibiotic, suprazole tablets, and fustin cream.